Event description:
This case was reported by a lawyer via a legal complaint and described the occurrence of neuropathy in a (B)(6) male pt who received super poligrip (formulation unk) cream as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk super poligrip (dental) at unk dosing. At an unk time after starting super poligrip, the pt experienced neuropathy, copper deficiency, and zinc poisoning. The pt was "diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." The pt now suffered from "profound and permanent neurological and other injuries attributable to his super poligrip use" which have left him unable to perform his normal, customary, and daily activities. According to the legal complaint, the pt underwent years of pain and suffering from zinc poisoning from super poligrip. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Super poligrip is MFR in (B)(4), and neither the product nor lot number for this product was available. (B)(4).